Event description:
The dialysis catheter inserted in 2004, fell out of the pt in about 6 months later. The cuff remained in the pt and was later removed on march, 2005. The area was infected and the pt was started on antibiotics.